Manufacturer narrative:
As the device is not returned, no other information is available at this time to determine any other probable cause and/or the exact cause of the event.

Event description:
It was reported that the patient's oxygen levels dropped and they started having difficulty breathing when they were out for a walk. It was noted that the device was displaying the system error message and that the battery suddenly completely depleted. As a result, ems was called and they provided the patient with oxygen. Patient was taken to their car where they had had their spare battery. The patient is now doing fine.